Event description:
It was reported that while this patient was sleeping, they received a single inappropriate shock due to over-sensed noise from this subcutaneous implantable defibrillator (s-ICD). The patient was subsequently seen in-clinic where provocative maneuvers did not reproduce the noise seen during the episode. However, exercise testing was able to reproduce the noise in real-time. The physician elected to reprogram the s-ICD to the secondary sensing vector and continue with remote monitoring. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.